Manufacturer narrative:
The device was not returned to the manufacturer for physical evaluation and the failure mode cannot be confirmed. However, an investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformance during the manufacturing process. All device history records (DHR) are reviewed and released according to the DHR review checklist and release procedure. A device is not released if it does not meet requirements or is nonconforming. In addition, the device record review confirmed the labeling, material, and process controls were within specification.

Event description:
A peritoneal dialysis patient reported that the cycler displayed a drain complication encountered message. The patient stated there was blood visible in the patient line. The patient also reported having fibrin. The patient cancelled treatment and used manual exchanges.

Manufacturer narrative:
On initial report: only adverse event to be selected.

Event description:
A peritoneal dialysis patient reported that the cycler displayed a drain complication encountered message. The patient stated there was blood visible in the patient line. The patient also reported having fibrin. The patient cancelled treatment and used manual exchanges.

Manufacturer narrative:
The device has not been returned to the manufacturer. A supplemental report will be filed upon completion of the manufacturer's investigation.

Event description:
A peritoneal dialysis patient reported that the cycler displayed a drain complication encountered message. The patient stated there was blood visible in the patient line. The patient also reported having fibrin. The patient cancelled treatment and used manual exchanges.